Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. DHR review was completed. Part number: vs208.018 synthese lot number: 9982007 supplier lot number: n/a release to warehouse date: 10-feb-2016 expiration date: n/a. Manufactured by synthese monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Customer quality investigation: investigation flow: functional: device condition: visual inspection performed at customer quality (cq) under 5x magnification observed no visual defects on the returned screws. However the visual inspection performed under 20x magnification showed worn surfaces at tip edges on the received screws (see photos attached). The observed deformation on edges could possibly be the result of attempts made during insertion. Both functional inspection and complaint condition replication was not able to be performed at customer quality as mating devices were not returned. With no mating device being returned the compliant condition was not able to be confirmed. However with the worn tip edges identified on the returned device the overall complaint condition was able to be confirmed. Also, further analysis including drawing and dimensional review, DHR review was performed, to identify any potential design or manufacturing issues that could have contributed to complaint condition. Dimensional analysis and document/specification review: relevant drawings were reviewed, and no design issues were noted: veterinary screw pointer drawing and human equivalent screw tabulated drawing dimensional analysis performed on the returned screws measured using micrometer identified the screw diameter as 2.388 mm that falls within the specification of 2.24 mm to 2.45 mm per drawing and tolerance specified (ødc+2h with tolerance on dc and h as +0/-0.1 and +/-0.06 mm respectively). Device history record review performed on the returned device lot number showed no relevant issues that would contribute to complaint condition. No ncrs were generated during production. A definitive root cause could not be determined based on the provided information. However, it is possible that any off-axis insertion could have contributed to reported complaint condition. Conclusion: the complaint condition was not able to be confirmed; and, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k#: device is a veterinary product. No patient information will be reported. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this is a veterinary complaint. There is no human involvement. It was reported during an unknown procedure on (B)(6) 2018, the self-tapping locking screw could not be inserted. The surgery was completed successfully by using another screw. It is unknown if there was surgical delay. This report is for a 2.4mm locking screw. This is report 1 of 1 for (B)(4).